Manufacturer narrative:
Trackwise (B)(4) updated sections. The device was returned to the factory for evaluation on 04/26/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The seal was not returned for evaluation. The delivery device was returned outside the loading device. The blue slide lock was off allowing the white plunger to be depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.5 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. The aortic cutter was observed to be deployed with no visual defects. The distance from the edge of the needle to the aortic stop was measured to be 0.607 inches and the distance from the aortic stop to the edge of the cutting tube was measure to be 10.38mm. The measurement values recorded for the aortic cutter were within specification per mcv00029737. Based on the returned condition of the device and investigation results, the reported failure "mechanical issue" was not confirmed. The lot # 3000341318 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6) medical center. Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) after firing the cutter, when you press the button, the button may be retracted deeper than usual, and the needle may also stick out more than usual. When the cutter was fired, it had more force than usual, and there was a possibility that it would penetrate the rear wall. Completed on the same device. No delay. There was no harm to the patient, and the operation was completed without incident.